Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2024, it was reported by a sales representative via email that the suture from two ar-1938phs peek, knotless hip suturetak shred when passed around the labrum. This was discovered during a procedure.